Event description:
It was rpeorted that (2) devices were used during a left colon resection. It was reported by the affiliate that the pmw35 staples would not release from the instruments after the stapling the skin. The surgeon had to suture to complete the case.